Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned thyroid results for 1 patient tested on a cobas 6000 e 601 module. The customer compared a sample from (B)(6) 2017 and a sample from (B)(6) 2017 to the centaur method and erroneous results were identified for elecsys ft4 ii assay (ft4 ii) and elecsys ft3 iii (ft3 iii). The erroneous results were not reported outside of the laboratory. The sample from (B)(6) 2017 was submitted for investigation. All results from the investigation compared well to both the customer¿s e601 and the centaur method. This medwatch will cover ft3 iii. Refer to medwatch with (B)(6) for information on the ft4 ii erroneous results. There was no allegation that an adverse event occurred. The customer¿s e601 module serial (B)(4). A specific root cause was not identified. A general reagent issue was not detected. Based on the data provided, the results from the investigation, the customer¿s results and the centaur results are all well within the normal reference ranges of the applicable assays. Different results between different manufacturers can occur due to the how each assay is setup, the antibodies used and the variances in reference methods.